Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). There were two different morphologies but it appeared that there were different av delays when that happened, so it was unclear whether the atrial lead was capturing. The patient presented to the ER complaining of lightheadedness and an irregular heartbeat. There was also a brief mode switch that did not correlate with the patient's symptoms. Further evaluation and chest x-rays were recommended. Additional information received indicated that x-rays were normal and atrial loss of capture (loc) was confirmed, however the cause was not determined. The device was programmed to vvir, and the right atrial (ra) lead was surgically repositioned. This ra lead remains in service. No additional adverse patient effects were reported.